Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level at the time of incident was 572 mg/dl. The customer's blood glucose level at the time of call was 285 mg/dl. The customer's symptoms included feeling sick. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with the insulin pump. The product was not returned for analysis.